Manufacturer narrative:
The product was not returned for analysis.

Event description:
It was reported that this lead exhibited high pacing impedance measurements. No resulting adverse patient effects and the lead is intended to be explanted and returned for analysis. The local field representative confirmed the lead has been explanted.

Manufacturer narrative:
Following completion of the investigation, another report will be completed.

Event description:
It was reported that this lead exhibited high pacing impedance measurements. No resulting adverse patient effects and the lead is intended to be explanted and returned for analysis.